Event description:
Info was received from a pt in apr 2004 who experienced pain much worse than before receiving synvisc and difficulty walking. The pt has a medical history significant for arthritis. The pt received three injetions of synvisc to the right knee in october and november 2003. After the first injection, the pt experienced great pain, but went on to receive the second and third injections and the pt stated that "now [the] pain is much worse than before [receiving] synvisc. Pt experienced difficulty walking and had to get a cortisone shot. The pt's outcome was not yet recovered at the time of this report.